Manufacturer narrative:
This report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. Device evaluation summary: according to the information provided, it was reported that the patient experience rupture and capsular contracture on the right breast. During visual evaluation, it was observed to be ruptured. Microscopic examination of the edges of the tear gave no indications as to cause of the failure. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. These kinds of findings may be the result of continuous and sustained stresses to the device such as capsular contracture. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. No further investigation will be conducted on this complaint as there are no indication that the issue found is related to the manufacturing process. It is most likely that the crease/fold was created due to the stress cause by the capsular contracture which resulting in a tear at a later date. Complaint information will be included in complaint trending that is reviewed and monitor by monitored by quality assurance on a regular basis to determine if further action is necessary. Reason for device explant and/or reoperation: capsular contracture (baker grade unknown). (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). It was reported that a (B)(6)-year-old caucasian female patient who underwent a primary breast augmentation procedure with a mentor memorygel breast implant 425 cc gel breast prosthesis developed capsular contracture (baker grade unknown) in her right breast. As a result, the patient underwent unilateral explantation and replacement with a mentor memorygel breast implant 575 cc gel breast prosthesis on (B)(6) 2019. It was observed that the explanted breast prosthesis had ruptured.